Event description:
A customer contacted beckman coulter inc. (Bci) to report that the stoppers from hemogard tubes are pulled off during automatic patient sampling on the coulter lh750 hematology analyzer, resulting in blood spills. User was wearing personal protective equipment (ppe). No injuries occurred and no one sought medical attention. There was no report of exposure to mucous membranes or open wounds. Patient was re-drawn for analysis as the sample was lost when the stopper came out during piercing. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Account runs approximately 350 patient samples per day, and approximately 10,500 patient samples a month. Customer uses bd 13 x 75 hemogard tubes, which are approved on the tube list. Account occasionally removes the stopper to obtain a sample aliquot for sedimentation sed rates and / or to check for clots before processing on the lh750 instrument. The stopper was not removed from this particular specimen before processing. Bci field service engineer (fse) was dispatched for this event. Needle, rocker bed and surrounding areas were cleaned with disinfectant. Fse verified the rocker bed operation and ran qc with satisfactory results. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. The root cause for the stoppers being pulled off, resulting in a blood spill, is unknown.